Manufacturer narrative:
Eval: as received, one of the electrodes on channel 1 of the lead was ripped from the rigid layer. As such, that channel failed continuity testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During implantation procedure, the physician needed to remove and reposition the lead. It was reported that the lead was 'stuck.' Upon successfully removing the lead; the physician found that one of the other electrodes was dislodged from the paddle. A new lead was deployed to complete the procedure. The new lead was subsequently explanted on (B)(6) 2011 due to the development of a hematoma. (Reference MFR report # 1627487-2011-03227).